Event description:
It was reported the system had a communication error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The fluoro functions board, cine drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and out back into service.